Event description:
(B)(6). It was reported that during a stenting treatment procedure, incomplete apposition occurred. The 95% stenosed and 14mm long target lesion was located in the non-calcified and non-tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.3mm. The lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post-stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the stent. It was treated with post-dilatations using a non compliant balloon resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging a line was appearing through her onetouch ping meter's display. The complaint was classified based on the conversation the technical service representative (tsr) had with the patient. The patient reported that she discovered the alleged issue on the afternoon of (B)(6) 2010. At 10:50am on (B)(6) 2010, the patient stated she tested her blood glucose with the subject meter and obtained a reading she had interpreted as being "380 mg/dl." In response to the result, the patient stated she took an unspecified amount of insulin. Approximately 2 hours later (at 1:20pm) the patient reported that she began to feel shaky and confused. It is not known if the patient tested her blood glucose at the onset of symptoms; however, claimed she immediately treated self with juice in response to her feelings. After she treated herself, the patient claimed she reviewed the subject meter's memory and realized that her last blood glucose reading was "300 mg/dl" and not "380 mg/dl." The patient indicated that she did not notice the line going through the display at the time of the blood glucose test because she had tested in low light. The patient claimed that the low symptoms were as a result of taking more insulin based on the reading being misinterpreted as being higher than what it actually was. At the time of troubleshooting, the tsr noted there was no known trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she misinterpreted a reading obtained on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.